Manufacturer narrative:
Report number: 1038671-2023-01580 g4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01580. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014 and then approximately 7 years, 8 months later experienced a surgical revision procedure on (B)(6) 2022. The revision is reported to be for: joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, joint laxity, implant pain, instability, polyethylene wear, osteolysis, synovitis, and revision with bone graft. There is no other patient demographic or medical history available. The patient was transferred to the recovery room in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.